Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, it was revealed that the high voltage lead impedance was high. Capture and sensing were within range. Patient was asymptomatic. No further information available.